Manufacturer narrative:
Correction information b4: date of this report g6: follow up #1 h2:if follow-up, what type? Additional information as a result of investigation in pentax medical canada on (B)(6) 2023, it was found that the nozzle glue was not fall into the human body. Based on the result, we have re-evaluated the decision tree and determined that this event is not reportable. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the water nozzle missing glue. Based on the result, we concluded that it was caused due to the physical damage applied on the water nozzle. In addition, our technician confirmed that the air nozzle clogged, the insertion flexible tube attaching nut cut, the electrical pin connector dirty, the up pulley wire worn out, the operation channel (primary) resistance, the angulation down angulation decrease, the angulation left angulation decrease, the angulation right angulation decrease, the angulation up angulation decrease, and the air/water socket chipped/cut o-ring; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, no response was obtained, so we cannot deny the possibility of the glue falls. Therefore, based on the technical report ""hr-rpt-0585(nozzle)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle peeled off (black glue).